Event description:
A pt reported blood glucose results of "295 mg/dl" with a lifescan meter and "114 mg/dl" on a laboratory device, performed between 21-30 minutes of each other. Between in tests there was no intervention that would be expected to change the blood glucose.